Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results. Results as follows: pt received a negative hcg test result. Two weeks later, a serum quantitative sample was done. Serum quantitative result = 15,000miu. No pt info was provided.